Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. After the 13mmx14cm iliac limb incraft device was released, the operator removed the device and found that the cable separated post deployment when pulling back the device. There was no reported patient injury. The aneurysm was maximum 5mm and intrarenal. There was no angulation, diameter was 24mm, length 18mm. The access site was the left femoral artery. There was no thrombosis present at the aortic, iliac artery or supra renal landing zones. The temperature exposure indicator on the pouch was checked and it was confirmed that the black dotted pattern with a grey background was clearly visible. The device was stored, handled and prepped per the instructions for use (IFU). There was nothing unusual noted about the device prior to use or after opening the package. A non-cordis guidewire was used for ipsilateral access. A non-cordis diagnostic catheter was also used in the procedure. The diagnostic catheter was withdrawn to a position just above the aortic bifurcation before stent deployment. There was no resistance/friction noted during pullback. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The device was not post dilated after implantation. It was verified that the limb cranial edge marker was placed within the maximum and minimum bifurcate overlap markers. It was verified that the limb caudal edge marker was above the iliac artery opening. There was no difficulty encountered while trying to cannulate the bifurcate contra-lateral limb opening. The procedure was successfully completed without any adverse events. There was no intervention required to correct the reported event. The product was returned for analysis. One non-sterile unit was received inside of a clear plastic bag. The unit correspond to an iliac limb 13mm x 14cm device that was unpacked in order to proceed with the product evaluation. During the visual inspection, the cranial release wire was found separated from its original position and the fixation release wire hemostasis valve was found separated as well with dry blood residues, the other portion was not returned for analysis. No other anomalies were noted during analysis. Results showed the separated area of the body of the iliac limb 13 mm x 14 cm unit presented evidence of diameter reduction, tension marks and ductile dimples on the cranial release wire. The ductile dimples found on the cranial release wire resulting in a diameter reduction and tension marks are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the wire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. Also amplified images of the fixation release wire hemostasis valve were taken in order to identify characteristics of the separated portions. Elongations were identified, this feature suggest that the device was induced to stretching/pulling or twisting events that exceed the material yield strength prior to the separation. A product history record (phr) review of lot 17872590 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cranial release wire (same as the secondary release wire) ¿ separated - during use¿ was confirmed since the components was received separated. Per microscopic analysis ductile dimples were found on the cranial release wire resulting in a diameter reduction and tension marks are commonly associated with separations caused by material tensile overload, thus, it is assumed that the material of the wire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Also, evidence of elongation was found on the fixation release wire hemostasis valve, that suggests that the device was induced to stretching or pulling events that exceed the material yield strength prior separation. According to the safety information in the instructions for use ¿cautions: do not tighten the fixation release wire hemostasis valve. Tightening the fixation release wire hemostasis valve may increase the force necessary to pull the fixation release wire later in the procedure. Do not use excessive force to advance or withdraw the delivery system when resistance is encountered. Unclip the release wire retainer and pull it until it comes completely out of the handle, thereby releasing and securing the cranial end of the iliac limb prosthesis. Warning: do not advance or withdraw the iliac limb delivery system after the iliac limb prosthesis has been deployed until the fixation release wire has been retracted. Doing so could result in adverse events, including damage to the vessel wall or prosthesis. Note: unlike with aortic bifurcate prosthesis, the fixation release wire for the iliac limb delivery system must be completely removed from the delivery system.¿ it is not known whether the separation was in fact the complete removal of the wire from the device, which is a normal function of deployment. Neither the product analysis nor the phr review suggests that the events experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17872590 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 13mmx14cm iliac limb incraft device was released, the operator removed the device and found that the cable separated post deployment when pulling back the device. There was no reported patient injury. The aneurysm was maximum 5mm and intrarenal. There was no angulation, diameter was 24mm, length 18mm. The access site was the left femoral artery. There was no thrombosis present at the aortic, iliac artery or supra renal landing zones. The temperature exposure indicator on the pouch was checked and it was confirmed that the black dotted pattern with a grey background was clearly visible. The device was stored, handled and prepped per the instructions for use (IFU). There was nothing unusual noted about the device prior to use or after opening the package. A non-cordis guidewire was used for ipsilateral access. A non-cordis diagnostic catheter was also used in the procedure. The diagnostic catheter was withdrawn to a position just above the aortic bifurcation before stent deployment. There was no resistance/friction noted during pullback. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The device was not post dilated after implantation. It was verified that the limb cranial edge marker was placed within the maximum and minimum bifurcate overlap markers. It was verified that the limb caudal edge marker was above the iliac artery opening. There was no difficulty encountered while trying to cannulate the bifurcate contra-lateral limb opening. The procedure was successfully completed without any adverse events. There was no intervention required to correct the reported event. The device will not be returned as the stent has been implanted into the patient.